Event description:
During an atrial flutter right (r-afl) procedure, it was reported that as soon as this catheter was placed on the patient body, the first 6 inches gray material plastic outer coating where the curve occurs started to peel off when it reached the diaphragm of the sheath. It was stated the outer blue shaft coating of the catheter all the way to the base started fraying off when they touch it. The catheter was exchanged and the case was completed with no injury. Caller stated that the patient was stable. Additional information provided stated the catheter was storing under the sunlight. The temperature of the storage room where the device was placed is moderately warm. The catheter degradation was throughout the entire catheter shaft and tip. Additional storage room pictures show that the catheters are stored next to a window. Navistar thermocool catheter IFU states the catheter store condition needs to be in a cool, dry place. All other catheter stored under this condition are being quarantined by bwi field representative and will not be used on patient.

Manufacturer narrative:
(B)(4).